Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient had a fall and stated that their ins feels deeper than it did before. The ins has been overdischarged, and the patient is feeling stimulation in their ribs. It was reported the patient didn't charge their ins. The rep could not access the ins as it was overdischarged so impedances were not checked. The rep stated the ins feels fine. No bruise in the area and does not feel deep at all. Less than 1 cm deep. The rep explained the power on reset (por) and will schedule a time in the future to accomplish that. The rep also explained high density (hd) settings to the patient as the lead is over 9/10 space so they could program this setting, and clear the por message. The issue was not resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.